Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issues on universal surgical manipulator (usm) 1 of the patient side cart (psc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse reproduced and confirmed recognition issue. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). During in-house testing, the usm was tested in normal mode and triggered no errors. The carriage cover and top plate were removed to further examine for loose connections or debris, and lots of hazardous fluid intrusion was found. System logs showed errors 25750, 22020, and 282 pointing toward degrees of freedom (dof) 6. The usm went through additional testing and passed. The complaint regarding recognition issues on usm 1 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the recognition issues on usm 1 is attributed to damage during use, which may result from hazardous fluid intrusion. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that an instrument recognition error message appeared on the universal surgical manipulator (usm) 1. Prior to calling technical support, the customer reseated the sterile adaptor (sa) as well as the instrument and also tried different instruments, but the issue persisted. An isi technical support engineer (tse) checked the error logs and found errors 25750 and 282. The customer swapped usm 1 with usm 4 as the procedure required only three arms and was continuing the procedure. No known impact or patient consequence reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error.